Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The first report of two events that involved the same physician, and patient with two different osv catheters. A physician reported that the catheter of the osvii lumbar valve system (with antechamber) kinked up and the guide wire could not be removed without tearing the catheter. The patient did not incur an injury as a result of the event. The guide wire was flushed with a bacitracin solution and then soaked in normal saline prior to insertion. The lumbar catheter in each kit kinked up and would not allow the guide wire to be removed from the catheter. Both times the physician introduced the guide wire he flushed the catheter with a solution of normal saline and bacitracin and then introduced the wire. Then when he tried to remove the wire the catheter would kink up. At one point he finally pulled the wire out but, the catheter was so damaged that there were small tears along the catheter. He did this with both catheters and had the same issue. After two failures he used a new catheter and ¿soft passed¿ the catheter with no guide wire. There was a surgical delay of 1 hour as a result of this incident.